Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead. G2. Foreign: it medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for treatment of chronic pain. It was reported that the patient had the neurostimulator implanted in 2014. Since (B)(6) 2022, the patient had been working at a company that used industrial electromagnets of large dimensions for the separation of ferrous materials. By task, they happened to intervene at a very close distance, about 40 cm minimum and a 1.4 m maximum, from these magnets often while they are in operation. The patient started experiencing repeated malfunctions of the device even before a surgery carried out in (B)(6) 2024, on the occasion of these work interventions near the magnets. Subsequently, the patient had to face two hospitalizations: first assuming a battery problem and the second for replacing a lead while the first remained inside. The patient provided the (B)(6) as the serial number of their ins, but this is not a valid serial number for the ins. The patient asked whether exposure to electromagnetic fields generated by industrial magnets may have interfered with the proper functioning of the ins. It was noted that the doctors later banned the patient from exposure to magnetic fields. The patient also asked about the recommended safety distances from this type of system with presence of strong electromagnetic fields, and requested an in-depth medical examination. Additional information received from the patient noted that on the report of the eligibility and limitations there was an entry that says: no exposure to emc values higher than the vle (exposure limit values) now the interview for in-depth analysis was dated to until (B)(6). The patient asked for a table of these values (vle). It was noted that the situation worried the patient since an "eletrocatetare" had been damaged.